Event description:
A report was received that the patient had difficulty linking ipg to charger and ipg was not holding a charge. It was also reported that high impedances were showing on all contacts. The patient underwent ipg and lead replacement procedure. Ipg malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.